Event description:
It was reported that a xive s plus dental implant which was placed on (B)(6) 2014 into region #2, migrated into the sinus maxillaris four month after placement. The dentist indicated that the region where the implant was placed originally, showed signs of infection. The implant was retrieved successfully by surgical intervention on (B)(6) 2015. Neither an x-ray nor any info about the current status of the pt is available.

Manufacturer narrative:
Because surgical intervention was required to preclude permanent impairment/damage to a body function/structure, this event is reportable per 21 cfr part 803. The returned device was evaluated and found to be within specification.